Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: lot number?

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used for the anastomosis. During the procedure, the suture was detached from the needle. There was no problem when a different package was used. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One straight pack with a needle suture combination, two needle suture pieces and two detached needles were received for analysis. The product code m8702 is multistrand and contains four strands double armed per packet. Upon visual inspection of the needles, in all it was found an incorrect swage, since the swage mark was higher than usual. This condition likely caused that the suture was detached of the needles. In addition, the suture pieces were examined, and the ends were noted to be cut possible by a surgical instrument. In addition, the functional test was performed int the needle suture using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, the pulling off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.